Event description:
Pt called lfs in 2003 alleging their meter was prompting an error 1 issue when trying to test their blood sugar. When they tried to test again, the meter would not power on. It is not clear if the second attempt was made immediately after the first attempt. They also reported that the meter's display was physically damaged, which is generally due to trauma to the meter. They were experiencing symptoms of dizziness and blurred vision. They were brought to the hosp because they could not power the meter on. At the hosp they were tested on their meter and the result was 77mg/dl. They were given glucose to bring their blood glucose level up. At some point they were able to test their blood sugar and obtained a reading of 7mg/dl. The customer received a reading of 7-mg/dl and was experiencing symptoms of dizziness. This reading is considered erroneous on its face since an individual is expected to have altered consciousness with such a low blood glucose value. A letter is being sent to the pt to attempt to obtain more info.